Manufacturer narrative:
The reported event was unconfirmed as the product meets the specifications. Visual inspection of the exterior of the both samples did not find any evidence of a failure that would support the reported event. For the sample one the catheter balloon was inflated with 35 ml of water using the normal fill technique and the balloon inflated without difficulty in 15 seconds and the inflation funnel did not balloon out during the inflation. The catheter was deflated and reinflated again the balloon with quick fill technique and the balloon was inflated without difficulty in 10 seconds and the inflation funnel did not balloon out during the inflation. The catheter was dissected and did not find anything to contribute to the reported problem. For the sample 2 the catheter balloon was inflated with 35 ml of water using the normal fill technique and the balloon inflated without difficulty in 18 seconds and the inflation funnel did not balloon out during the inflation. The catheter was deflated and reinflated again the balloon with quick fill technique and the balloon inflated without difficulty in 12 seconds and the inflation funnel did not balloon out during the inflation. The catheter was dissected and did not find anything to contribute to the reported problem. The product did not caused the reported failure. A potential root cause for this failure mode could be due to a thin rubberize wall which caused the collapse or pinch inflation lumen under the balloon or along the shaft. However this could not be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon failed to inflate properly prior to inserting into the patient. Also stated that the device was not used on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon failed to inflate properly prior to inserting into the patient. Also stated that the device was not used on the patient.